Event description:
Patient presented with necrotic vaginal tissue and grey pockets of abscesses following sling procedure performed in 2001. Pelvicol tissue had to be removed from patient 4 days later. Dr stated patient's condition was not caused by the tissue.